Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received: the complaint is confirmed based on the photograph of the explants. Review of photographs shows the glenosphere remained assembled to the baseplate along with the screws. Tissue and blood are observed on the post of the baseplate. The poly liner showed wear, possibly happened due to dislocation. Blood stains are observed on the liner. Blood and tissue was observed on the stem. X-rays provided were reviewed stating loosening of the glenoid component with malposition and loosening of the humeral component with subluxation with respect to the glenoid component, which may relate to polyethylene wear. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903600 poly liner plus 0 mm offset 36 mm diameter 63152436; 00434903611 glenosphere 36 mm diameter 63028198/63040114; 0104223024 anatomical shoulderâ?¢ reverse, screw system, 4.5-24 2740051; 0104223036 anatomical shoulderâ?¢ reverse, screw system, 4.5-36 2831766; 00434901213 humeral stem 12 mm stem diameter 130 mm stem length 63108407. Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01018, 0001822565-2019-01019.

Event description:
It was reported that the patient had initial shoulder arthroplasty and subsequently underwent a revision due to glenoid loosening and dislocation, causing restricted range of motion and pain, with secondary polyethylene wear two (2) years, ten(10) months post implantation. No additional information is available at this time.